Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes, the device was locked on tissue with the jaws closed. If yes, how was the device removed? Device was removed by cutting the intestine (ileum) from both the sides of the gun and later anastomosing the two sides. If yes, were there any issues with the knife reverse switch? The knife reverse switch was also not functional at that point in time. If yes, did the jaws eventually open? Jaws did not open at all and the gun with the cartridge was sent to the complaint team as it is in the closed condition. On which firing did this event occur (1st, 2nd, 12th, etc.)? The event occurred on the 4th firing. After 3rd firing , the surgeon could not fire for the 4th time. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Patient is doing fine post operation. The analysis found that one ec60a device was returned with the anvil bent upwards, the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back and jammed. Furthermore the clamping mechanism was noted to be damaged. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received fully fired and in good visual conditions. No further functional testing could be performed due to the conditions of the device. The device was disassembled to verify the internal components and the knife return button were noted to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and also caused the internal components to lose their internal position. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a robotic cystectomy procedure, the surgeon fired for the first three times and could not fire for the fourth time to bring the blade back. The blade got stuck and did not get back into its original position. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.